Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced exploratory surgery with mesh removal due to mesh infection, recurrent hernia, pain, adhesion. After the original procedure additional surgeries were performed, including removal.

Manufacturer narrative:
File review found this event is a duplicate of the same event/product reported under regulatory report# 9615742-2018-00146. All further updates for this event/product will be provided under rr 9615742-2018-00146. If information is provided in the future, a supplemental report will be issued.